Manufacturer narrative:
Corrected: health effect - clinical code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the left extension was explanted and replaced which resolved the impedance issue. The left was left implanted and therapy was restored post-op.